Event description:
The customer observed false positive alinity I total -hcg results for a 31-year-old female patient. Results provided: 11nov2022 sid (B)(6) initial result 104.40 miu/ml, repeat result < 1.20 miu/ml. 11nov2022 sid (B)(6) new sample for same patient result = < 1.20 miu/ml. Date of last menstruation approximately 7 days before collection of the exam and using injectable contraceptives (manufacturer and dose unknown). No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false positive alinity I total ss-hcg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and in house testing. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot number 41521ud00 and the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. Customer field data was used to assess the performance of the alinity I total ss-hcg assay using worldwide data. Review shows that the median patient result for lot 41521ud00 is within established limits and comparable with other lots in the field, confirming no systemic issue for lot 41521ud00. The accuracy testing was performed using an in-house retained kit of lot 41521ud00, stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Based on the investigation, no systemic issue or deficiency with the alinity I total ss-hcg assay for lot 41521ud00 was identified. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Completed information for patient identification: sid (B)(6), (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false positive alinity I total hcg results for a 31-year-old female patient. Results provided: (B)(6) 2022 sid (B)(6) initial result 104.40 miu/ml, repeat result < 1.20 miu/ml. (B)(6) 2022 sid (B)(6) new sample for same patient result = < 1.20 miu/ml. Date of last menstruation approximately 7 days before collection of the exam and using injectable contraceptives (manufacturer and dose unknown). No impact to patient management was reported.